Event description:
During an ablation procedure, it was reported that the user noticed the probe was not heating while firing the laser. The clinical specialist went into the MRI room to check the connections and discovered the probe's laser fiber was damaged and was warm to the touch at the location of the damage. Upon discovery of the damage, the laser light was shining through damaged area of cable. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser. To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed. To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed. No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.